Event description:
It was reported the lead was attempted and despite several positionings, no sensing was observed and noise was demonstrated on electrogram. Consequently, this lead was withdrawn from the patient. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary (B) (4): the full lead was returned and analyzed. Blood was present on the helix mechanism (sleeve head). Electrical testing to determine continuity of the conductor(s) passed. Helix, fully extended, measured .068 within specification. Primary analysis findings: no anomalies found.